Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the log files contained a continuous low flow alarm. It was noted that the set speed and auto low speed were both set to 8,000 rpm. The pt was awaiting transplant without support from the pump because the inflow cannula was directed towards the lateral wall and the pump kept stopping due to occlusion. The pump was installed on the pt, but there was no controller attached. They opted to keep the pump off, support the pt with inotropes and another manufacturer's device, while they kept him 1a on the transplant list. On (B)(6) 2014, the pt received a heart transplant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.